Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a scratch on the insulin pump screen. Customer stated that the damage was on the lcd screen and on the pump case. Customer stated that he cannot read in the middle of the screen. Customer noticed the scratch about 5 days ago. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a scratched keypad overlay and minor scratches on the lcd window.